Event description:
It has been reported that, after a pt was seated on the cot, the cot slid down 2 levels at the head end. Furthermore a visual inspection revealed that, the locking tube was broken. No adverse consequences were reported.

Manufacturer narrative:
Head end slide tube, head end lock rod.